Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after an unknown procedure using a peri-loc plate, one patient required a below knee amputation. Patient previously developed tibial and talus osteomyelitis. Also presented an ankle non union complication when a fibular bone graft was necessary to treat the adverse event. It is unknown which events caused the amputation directly after the second intervention. Patient outcome is unknown. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that no relevant supporting clinical information could be provided to assist with this clinical investigation as the data collected from the post-market clinical follow up activity (pmcf) was anonymous. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to contamination, patient reaction, procedural/user error, surgical/post-operative complications, healing issues or patient medical history. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.